Event description:
Reporter indicated that vns patient underwent generator replacement surgery after only 11 months of service. It was reported that the patient was experiencing exacerbation of their condition similar to what is consistent with prior battery depletion. It was reported that the patient experienced "horrible seizures" for an entire week prior to generator replacement surgery and that they had also started having drop seizures, which was an extremely unusual seizure type for patient. It was reported that the last time the patient had seizures of this nature was when their previous generator had reached end of service. Device diagnostic testing at office visit prior to generator replacement surgery was within normal limits, indicating proper device function.